Event description:
It was reported that the vinyl catheter had an unknown issue. Additional information has been requested. Per follow-up information received from (B)(6) team on 20apr2022, stated that the patient experienced distress, abdominal pain. It was also stated that they required hospitalization or prolonged hospitalization and unexpected medical intervention. No other information was available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "catheter wall too thin". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Single use. Do not resterilize. Do not use if package is damaged. Contains or presence of phthalates: di(2-ethylhexyl)phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient." Correction: b.d,f.g.h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the vinyl catheter had an unknown issue. Additional information has been requested. Per follow-up information received from canada team on 20apr2022, stated that the patient experienced distress, abdominal pain. It was also stated that they required hospitalization or prolonged hospitalization and unexpected medical intervention. No other information was available. Per additional information via email from canada team on 30aug2022, stated the patient completed self -catheterizations as an ongoing part of the treatment for kidney/bladder issues. The patient was presented to ER with reports of severe pain after self-catheterization, when the straight catheter was removed a large portion of the distal end/tip was missing. X-ray confirmed a foreign body in her bladder the diameter and shape of a catheter. Consult was made to urology for treatment.

Event description:
It was reported that the vinyl catheter had an unknown issue. Additional information has been requested. Per follow-up information received from canada team on (B)(6) 2022, stated that the patient experienced distress, abdominal pain. It was also stated that they required hospitalization or prolonged hospitalization and unexpected medical intervention. No other information was available.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "patient sensitivity to materials or mechanical and / or chemical responses from the patient". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. To use: insert rounded end of catheter. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient.¿ section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.